Event description:
It has been determined that the device associated with this complaint is a non-allergan device this record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 18/apr/2024. Additional, changed, and/or corrected data: d3, g1.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been determined that the device associated with this complaint is a non-allergan device this record is no longer reportable to FDA and will be un-reported.

Event description:
Physician reported, rupture/deflation against left side. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.